Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient presented with blurry vision. It was identified that iol had rotated from original position. Repositioned iol successfully, without complication. On follow-up it was confirmed that iol is in correct position. Additional information has been requested.